Event description:
The catheter was placed 4/24/97. On 4/27, the nurse noticed redness and irritation on pt chest during infusion of tpn. Subcutaneous leakage was suspected so the catheter was removed. A gaping slit was found in tubing.

Manufacturer narrative:
Product implicated and returned for evaluation is a 9.5fr d/l catheter w/cuff. The catheter has been severed into two halves. The proximal segment includes a suture wing, the bifurcation, and both individual lumen extension legs. The appropriate blunt connectors are inserted into the proximal ends of each extension leg. The overall length of this segment measures 15.65". The severed distal end of the segment has been cut diagonally. The suture wing is fastened to the catheter body with black mon-filament sutures, and is 1.2" from the severed distal end. Blood residue is on the sample exterior with some tape residue present just proximal to the suture wing. There is blood residue inside the larger, red, distal lumen. The white, proximal lumen appears to be clear. A single red dot is present between the suture wing and the severed end. No black depth marker dots are present. The distal segment of the catheter includes the distal tip and valves. The length of this segment measures 7.75". The proximal end of this segment has been severed square and nearly perpendicular. There are three depth markers showing, plus a single black dot at the severed end. This should be part of the 20cm (4 dots) depth marker. A large amount of blood residue fills the distal lumen. The proximal lumen appears to be clear. There is a partial cut in the tubing 1.2" from the severed end. The cut goes half way through the cross section of the catheter tubing and appears to breach both lumens. It appears that a section of tubing including the cuff is missing from the sample, since the severed end of the proximal segment has not dots present, and the severed ends of both segments do not appear to match. A history review of the lot number 36jg7325 shows no manufacturing issues, and no other product complaints reported for this lot. Notes in the file indicate that 3 days after catheter placement, redness and irritation on the chest occurred during infusion. A subcutaneous leak was suspected, and the catheter was removed. Upon examination of explanted catheter a "gapping" slit was found in the tubing. The doctor cut off the cuff and sent it in for culture. Results of culture were not given. The ends of both segment are viewed under 10x magnification. Both ends appear glossy with striations, indicating that they were cut with a sharp instrument. Ends do not mate. User states that missing section was removed for culture. A tactile exam of both halves of catheter tubing shows no elastic weakness or permanent deformation, except at slice in distal segment. No surface irregularities are found. Flushing both lumen with water in a 12cc syringe shows all lumens to be patent. Both lumens in distal segment leak from slit in tubing. No other leaks are found. Slit surface is viewed under 10x magnification. It appears glossy with striations across plane this indicates cut from a sharp instrument, such as a scalpel. It appears that catheter was cut inadvertently during implantation.